Manufacturer narrative:
The customer ordered a replacement therapy connector assembly and defibrillation therapy cable assembly to repair their device. After observing proper device through functional and performance testing, the device will be returned to use. The device and removed parts were not returned to physio-control for evaluation.

Event description:
The customer contacted physio-control to report that a pin from the defibrillation therapy cable assembly had broken off inside the therapy connector assembly. As a result, defibrillation therapy would not likely be available because another defibrillation therapy cable would not plug in to the device. There was no patient use associated with the reported event.